Event description:
Pt with history of gastric lap band surgery in 2007 at this hospital. Pt scheduled for exploratory laparoscopy in 2008 for complaints of abdominal pain; lap band found to have eroded through pt's stomach; lap band removed. The pt did well postoperatively and was discharged later the same day.